Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply line had a loose connection to the bag. The patient would finish therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line and solution bag was reported, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.